Event description:
It was reported the patient's blood glucose level rose to greater 250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site leg, and the adhesive separated from the device completely. As treatment the patient removed the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
After internal review on (B)(6) 2026 g3 (date received by manufacture) for MDR 3004464228-2025-52140-01 should have been (B)(6) 2025.

Manufacturer narrative:
No damages observed on the fully deployed cannula. The cause of cannula dislodging could not be confirmed. All welds in the adhesive pad were intact, and the adhesive pad was fully attached. No problem was found regarding the adhesive complaint.